Event description:
It was reported that an unspecified number of organon follistim pen 2nd gen pen ii experienced a broken syringe/pen during use. The following information was provided by the initial reporter: only packaging lot identification was available. Patient has a follistim pen that had been giving her the wrong dose of her medication for the past three days. About 1/4 to 1/3 of the medication left over in each cartridge after each dose. The pharmacist reports the patient has reported that she has about ""1/4 to 1/3"" of the medicine left in the follistim 350 iu cartridge after injecting her daily dose of 300 iu, and this has happened for the past three cartridges/doses. The patient was reached at callback to provide additional information about this problem. The patient confirmed the information and added that ""the amount of medication left over in the cartridge is significantly more than the 50 iu of normal overfill"". The patient reported that she tested the pen for defects as follows: ""the first night I used the pen, I did not notice if there was any medicine left over in the cartridge, but on the second night using the pen, I noticed there was some medicine left over. After taking my normal 300 iu dose, I dialed the pen to deliver 300 iu again, and injected the rest of the medicine. All of it went in, and it was possibly about 100 iu. Because of this, I think that the pen is not correctly calibrated. The same amount has been left over in each of the three cartridges I used.

Manufacturer narrative:
H.6. Investigation summary: no samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
The customer's address is unknown: (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 18271007. Medical device expiration date: na. Device manufacture date: 2018-10-22. Medical device lot #: (B)(4). Medical device expiration date: na. Device manufacture date: 2018-10-30.

Event description:
It was reported that an unspecified number of organon follistim pen 2nd gen pen ii experienced a broken syringe/pen during use. The following information was provided by the initial reporter: only packaging lot identification was available. Patient has a follistim pen that had been giving her the wrong dose of her medication for the past three days. About 1/4 to 1/3 of the medication left over in each cartridge after each dose. The pharmacist reports the patient has reported that she has about "1/4 to 1/3" of the medicine left in the follistim 350 iu cartridge after injecting her daily dose of 300 iu, and this has happened for the past three cartridges/doses. The patient was reached at callback to provide additional information about this problem. The patient confirmed the information and added that "the amount of medication left over in the cartridge is significantly more than the 50 iu of normal overfill". The patient reported that she tested the pen for defects as follows: "the first night I used the pen, I did not notice if there was any medicine left over in the cartridge, but on the second night using the pen, I noticed there was some medicine left over. After taking my normal 300 iu dose, I dialed the pen to deliver 300 iu again, and injected the rest of the medicine. All of it went in, and it was possibly about 100 iu. Because of this, I think that the pen is not correctly calibrated. The same amount has been left over in each of the three cartridges I used.